Manufacturer narrative:
(B)(4). Other devices used: catalog # 00597206532, nexgen all poly patella, lot # 62268003. Catalog # 42500006402, persona ps cemented femoral, lot # 62193259, manufactured by: zimmer ltd., (B)(4). Catalog # 42522400712, persona ps vivacit-e articular surface, lot # 62315376, manufactured by: zimmer inc., (B)(4). Catalog # 00111214001, palacos r bone cement, lot # 75344317 - this bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for a revision due to pain, stiffness, limited mobility, deformity of tissue surrounding the knee, and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history records for the tibial component, femoral component, and bone cement identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. A complaint history search identified no other complaints for l/n 62354488, 62193259, or 75344317. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The legal claim states that the patient suffered from mechanical loosening of the implanted components, but does not specify which components were loose. Per the persona knee system package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.